Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found ion-selective electrode (ise) calibration issues. He replaced the sipper and vacuum nozzles, cleaned the sample probe, and cleaned the ultrasonic washing well. He performed mechanical checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated they obtained unreproducible results with result differences of as much as 20 mmol/l. The reporter was not able to provide the exact results.